Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation; the event was not confirmed during testing. The device was found to be affected by internal corrosion and a lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction events, in which the device overheated. There was patient involvement with no patient impact.